Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color throughout the procedure. The operator eventually withdrew the closure device from the body and switched to manual compression. There was no reported patient injury. No difficulty was noted connecting the non-cordis sheath to the vcd. The indicator wire cowling locked to the handle, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until bleed-back significantly slowed or stopped. No black or red color appeared in the indicators, and the physician did not have their thumb on the deployment button during retraction. Upon removal, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient¿s body. No adverse events occurred post-procedure. A retrograde approach was used for the procedure, and during an interventional procedure. The operator was trained, and the exoseal vcd was stored and prepared per instructions for use (IFU). There were no visible signs of device or packaging damage. The femoral artery¿s suitability was confirmed via angiography, including sheath insertion angle, and the vessel diameter was =5 mm. There was no calcium, plaque, stent, or >50% stenosis near the puncture site. No prior closure or manual compression occurred within 30 days, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm were present before use. A 6f non-cordis sheath was used. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color throughout the procedure. The operator eventually withdrew the closure device from the body and switched to manual compression. There was no reported patient injury. No difficulty was noted connecting the non-cordis sheath to the vcd. The indicator wire cowling locked to the handle, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until bleed-back significantly slowed or stopped. No black or red color appeared in the indicators, and the physician did not have their thumb on the deployment button during retraction. Upon removal, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient¿s body. No adverse events occurred post-procedure. A retrograde approach was used for the procedure, and during an interventional procedure. The operator was trained, and the exoseal vcd was stored and prepared per instructions for use (IFU). There were no visible signs of device or packaging damage. The femoral artery¿s suitability was confirmed via angiography, including sheath insertion angle, and the vessel diameter was =5 mm. There was no calcium, plaque, stent, or >50% stenosis near the puncture site. No prior closure or manual compression occurred within 30 days, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm were present before use. A 6f non-cordis sheath was used. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/ black position in the indicator window. It was then proceeded with full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. The indicator window black/ white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.